Event description:
It was reported on (B)(6) 2019 that this device was explanted due to expected eri. However, the device was returned with documentation listing eos as the reason for explant. Upon interrogation, it was revealed that the device reached eos on (B)(6) 2019. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. A number of 123 charging cycles was documented. The amount of charge taken from the battery was verified and found to be normal and as expected. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however the specified energy was not reached, indicating a depleted battery. In conclusion, there was no indication of an ICD malfunction.